Event description:
Note: the date of event is unknown it was reported to boston scientific corporation in 2008 that an extractor rx retrieval balloon was used in a procedure (patient age, gender and weight are unknown). According to the complainant, the doctor was using the balloon to sweep the cdb when the balloon burst. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "unknown".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.